Manufacturer narrative:
Device received fully deployed with the pink slide insert visible through the viewing window. Data downloaded from the device indicates that the device ran for 582 pulses. The device primed, delivered only a single bolus, then remained delivering just a basal rate for the remainder of the run. As this customer programmed behavior is not typical of normal patient use, the root cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract. The pod was worn less than an hour.